Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3176863, UDI:(B)(4). Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial:(B)(6), batch: 7070048, UDI: (B)(4). Product family: scs-splitters: upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15136639, UDI: (B)(4). Product family: scs-splitters: upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15398417, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stimulation type sensation despite the scs system being turned off for several days. The sensation was in her stomach down to her feet and made her feel nauseous. Therefore, the patient underwent an explant procedure during which the full scs system was removed. There were no reported patient complications postoperatively and the patient was discharged from the hospital. The explanted devices will not be returned as they were discarded by the medical facility.